Event description:
It was reported to philips that the system could not start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system did not start up. Upon troubleshooting, the fse inspected the x-ray pc and found that it was not booting. The fse confirmed an issue with the x-ray pc. To resolve the issue, the fse replaced the x-ray pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.